Event description:
It was reported that the patient presented with an altered mental status. Upon review it was noted that there was a right atrial (ra) lead bipolar impedance warning for out of range (oor) high impedance and known issue with no capture on the ra lead. Additionally it was noted that there was ra lead oversensing and undersensing resulting in inappropriate atrial pacing at times. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935-58 lead implanted: (B)(6) 2011, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.